Event description:
(B)(4). Event occurred in (B)(6). The patient reported that two sets tubing detached at the quick release while the patient was sleeping. Patient's blood glucose was 300 mg/dl and was treated with the pump. The site location was patient's leg and the pump was worn on the same side of the set. The infusion had been in use for 2 days and the infusions were stored at room temperature. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Patient's weight was (B)(6) kg. No further information available.